Manufacturer narrative:
The beckman field service engineer (fse) evaluated the dxc 700 au clinical chemistry analyzer and identified the buffer valves and syringe as the faulty components. The fse then replaced the buffer valves and syringe to resolve the issue. The fse performed alignments and ran quality control with passing results. The fse verified the analyzer resumed to normal operation. Section a2, a3, a4, and a5: information not provided by customer. The beckman coulter internal identifier is case-(B)(4).

Event description:
The customer reported obtaining high sodium patient results on their dxc 700 au clinical chemistry analyzer. The samples were re-analyzed with normal results. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.